Event description:
A customer reported to baxter corporate product surveillance a one-link IV connector in which a no flow was observed. According to the report, the alleged defect occurred in the emergency department of the facility. The patient was connected to a sigma spectrum infusion pump, and IV fluids were being administered prior to surgery without any issues. The nurse stated that when the patient leaned up to sign surgery consent forms, the pump began to alarm for a downstream occlusion. The nurse attempted to fix the line, but could not clear the alarm. The nurse disconnected the primary set, and attempted to flush the one-link with a bd prefilled syringe. The nurse could not successfully flush the line, and therefore the nurse started a new IV line, connected a new one-link and therapy resumed as normal. The patient was then disconnected from the pump, and taken to the operating room for surgery. When the patient arrived at the operating room, the nurse observed that there was blood backflow about halfway up the extension set. The nurse attempted to flush the line with a bd prefilled syringe, but could not establish a flow through the one-link a second time. The nurse started the third IV line, connected a new one-link and therapy resumed as normal. When the second angiocath was removed from the patient, it was observed that there was a blood clot in the line. The reporter clarified that the facility used the clave luer activated device before switching to one-link. The nurse indicated that the patient had to have a total of three IV lines started due to two no flow situations. The nurse unsuccessfully attempted to flush both of the one-links samples after they were removed from the patient with a bd prefilled saline syringe. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available. This report addresses the second no flow occurrence.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.